Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, this product is to be handled by (B)(4) ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). A nurse reported deep tissue injury to patient right shoulder. The nurse called asking for assistance with patient placement on rotoprone bed, because they experienced difficulties in adjusting head pack due to patient¿s physique. The nurse described the patient as "short and heavy patient with no neck". The nurse stated that due to patient's physique it was difficult to place the patient in the bed without creating pressure on this shoulder. Yet, the nurse decided to leave the patient in the bed to better manage the patient airway and oxygenation status. An arjo representative provided support and assessed proper patient head placement. This included the ability to see eyes, ears and mouth, as per product instruction for use: ¿face pack should be positioned as low on the patient¿s brow as possible without causing pressure on or around the patient¿s eyes, nose or mouth.¿ the deep tissue injury, the patient sustained, was from the head pack touching the shoulder. The head pack was too long for this patient's neck and shoulder area, which created difficulties in proper patient positioning. There was no product failure, no parts were replaced after the event, the bed passed quality control check when it returned from rent. The rotoprone therapy system is thought to help caregivers address potentially life-threatening conditions, but proning itself may present inherent risks of serious injury, e.g. Skin breakdown and / or pressure necrosis. Caregivers should make sure to discuss risks and precautions with the patient (or the patient¿s legal guardians) and the patient¿s family. In summary, there was no product failure, the deep tissue injury was related to the patient's physique. The rotoprone therapy system was used for patient treatment at the time of event and thus played a role in the incident. The bed did not fail to meet its performance specification. This event is deemed reportable due to serious injury sustained by the patient.

Event description:
A nurse reported deep tissue injury to patient right shoulder. A nurse (rn) was asking for assistance with patient placement on rotoprone. The nurse faced difficulties while placing the patient in the bed due to patient's physique. The nurse described the patient as "short and heavy pt with no neck". They had troubles adjusting head pack correctly.